Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during preparation for a robotic laparoscopic full cystectomy procedure, after calibration the arm cart assembly display (acad) turned yellow without showing an error message, and the sterile interface module (sim) did not show its use life. The aca was not moving. The team tried to open and close the port latch, brake and un-brake the arm cart, pressing the trocar sensor and attaching and detaching the sim, but the issue was not resolved. The aca was then rebooted to resolve the issue. The aca got calibrated successfully and was used without further issues. It took 10 minutes to resolve the issue. There was no patient injury.